Event description:
The hospital has a biometer lenstar ls 900. The operating software eyesuite is installed on several computers. The computers are connected with each other in a network. A doctor at the hospital wanted to have the software on his computer to be updated. The haag-streit service technician installed the new software version via remote access on this computer only. He assumed that there was no other client running at this time. This proved to be wrong. In result, two different versions of the software were installed on computers in the same network. If an updated client of eyesuite is started while a client with an older version of eyesuite is still running, then database corruption may occur.

Manufacturer narrative:
As the problem analysis has shown, the root cause of the problem were an omission in the eyesuite setup manual and a user error of the haag-streit service technician. Neither the biometer ls 900 nor the eyesuite software have contributed to the problem. Conclusions, is the haag-streit service technician and not the ophthalmologist.